Event description:
It was reported that the device was unable to be interrogated. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).